Event description:
It was reported through remote transmission that an alert for delayed charge time was observed on the device. Patient was asymptomatic. Upon review in clinic, the delayed charge time was confirmed. The device was explanted and replaced. No further information was provided.

Manufacturer narrative:
The reported field event of an extended charge time was confirmed via review of the high voltage charge log data stored in the device. The high voltage capacitors were analyzed by their manufacturer and the cause of the extended charge time was due to a capacitor anomaly.